Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the reported type ia endoleak at the first sealing ring. The procedure-related harms and device, user, procedure, or anatomy relatedness of the event could not be determined. The final patient status reported as being stable. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system.

Event description:
The patient was initially treated with the ovation ix abdominal stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately 23-days post-op, a type ia endoleak was identified. The physician plans to treat the patient with a non-endologix device. Additional information received confirming that the physician elected to treat the patient by implanting a gore (non-endologix) cuff. The patient was reportedly in stable condition.

Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
The patient was initially treated with the ovation ix abdominal stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately 23-days post-op, a type ia endoleak was identified. The physician plans to treat the patient with a non-endologix device.